Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) was 43 mg/dl; cause was not known. Carbohydrates were consumed to address low bg. As event occurred in the past, recommendation was made for customer to discuss event with their healthcare provider.